Manufacturer narrative:
(B)(4). Additional information: did the device open ? ---yes and no. Damage was found on the tissue. If no how was the device removed from tissue? Which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? --- blood vessel. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? --- no. Were any unexpected noises heard? --- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. However, the orange indicator overtraveled. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was malformed and the trigger did not return to the home position. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.